Event description:
The customer reported to olympus that the distal end cover fell off the single use distal cover while using with the evis exera iii duodenovideoscope. The cover fell off into the patient¿s mouth during the therapeutic procedure (endoscopic retrograde cholangiopancreatography) but was able to be retrieved out of the patient successfully. There was no procedural delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) and submitted medwatch 130023.

Event description:
Customer confirms: no error messages that may have been observed because of the failure. The procedure was not delayed and the duration was 45 minutes. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. No impact to patient but when retrieving the scope the cap was in the patient's mouth due to the bite block. The anesthesiologist used his finger to sweep the cap out of the patient¿s mouth. The related patient identifiers are as follow: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction the initial with information inadvertently left out ,and to provide additional information received. Additionally correction to the initial d10. The customer confirmed: it is unknown if anti-fog agent was applied to the scope lens. The scope tip was coated in lubricant gel by the doctor before being passed down the patient's throat. After attaching the distal cover to the scope, the user confirm that the cover was not damaged and appeared to be in order. The user attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off and cap was not moving or showing signs of being loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the concerned distal cover was split at the back part and became easy to be detached from the subject scope. However, the root cause of the failure could not be determined. The event can be detected and prevented by following the instructions for use which state: "IFU includes the detection method in chapter 4 - 4.1. IFU includes the preventive measures in chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.